Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Updated fields: a2,a4,b3,b4,b5,b6,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.),g3,g6,h2,h4,h6, h10. This supplemental emdr represents the bard flat mesh (device-1). An additional supplemental emdrs were submitted to represent the perfix plugs (device-2 and device-4) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh) which was implanted on (B)(6) 2010. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device 1). Per op notes, "the unknown mesh was plastered in the inguinal floor lateral to the cord had to be taken down as it was densely adherent to the peritoneum. An infraumbilical incision was made; a bard flat mesh (device 1) was placed into the preperitoneal space." On (B)(6) 2010 - patient was diagnosed with large right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 2 and 3). Per op notes, "a large indirect hernia sac identified. Two perfix plugs (device 2 and 3) were placed together and were sutured to the edge's of the cooper's ligament." (Note: the previously placed bard flat mesh (device 1) was not seen during this procedure). On (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of synthetic mesh. Per op notes, "incision was made in the left groin, a large direct hernia was identified. The hernia sac was mobilized from the surrounding cord structures and reduced into the preperitoneal space; dissection was difficult due to scar tissue and prior mesh. Then a synthetic mesh was placed." On (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 4). Per op notes, "patient had right scrotal pain as well as a left inguinal bulge. A left inguinal incision was made, a medium sized perfix plug (device 4) was placed to the pubic tubercle using sutures." On (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per op notes, "incision to the previous surgical scar, an unknown plug was placed to the pubic tubercle."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh) which was implanted on (B)(6) 2010. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.